Event description:
Percutaneous catheter fastener holding drain for abscess around right kidney failed to hold. This occurred twice. Required repeat procedure of inserting another drain for decompression of abscess around right kidney and prolonged treatment time.